Event description:
It was reported that the box was ripped and the label was ripped.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.